Event description:
It was reported that the patient presented to the office two days post implant due to not feeling well. The ventricular lead exhibited 450 ohms impedance and loss of capture at 4 v in the bipolar configuration.

Manufacturer narrative:
Na